Event description:
Related manufacturer reference number: 2017865-2022-01497. It was reported that the patient presented for a routine device change. Prior to the procedure, it was reported that the implantable cardioverter-defibrillator (ICD) exhibited a failure to interrogate via telemetry. During the procedure, it was observed that the right ventricular (rv) lead exhibited low r-wave amplitude and a failure to capture. The ICD was explanted and replaced, and the rv lead was capped an replaced on (B)(6) 2022. There were no patient consequences.

Event description:
New information indicates that the right ventricular lead exhibited a failure to sense.